Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not turn on. A technical support specialist dialed in to station and the station was found to be up and running without any issues and contacted customer to verify that the station was good to go. The hospital technician checked the station on site, performed a test login, and confirmed that the station was functioning properly. However, the customer reported that the scanner was not working. The customer was requested to unplug and re-plug the scanner to check if the issue resolved and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smc-ms-2na would not turn on at all. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.